Event description:
The customer reported that during testing a ventilator gave a visual alarm but failed to give an audible alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer verified confirmed the reported issue via the 1202 error code, however, could not duplicate the reported issue. The customer reported that he disconnected the tubbing and was able to verify a visual alarm display but no audible alarm. He did not have any issues with he alarm during other alarm conditions. He noticed it a couple times, but now it is operating fine, and alarms every time he disconnect the proximal pressure alarm. He had the unit run for many days with no issues. The rse then recommended the customer to replaced the central processing unit (cpu) printed circuit board assembly (pcba) and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/24/2022, 09/06/2022 and 09/29/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Previous supplemental report should have included below information: the customer reported to remote service technician that due to the fact that the issue was not repeatable the unit has passed all the checks available and has returned to service. Further information has been requested from the customer multiple times (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022), but no response has been received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.